Event description:
An angiodynamics territory manager reported a patient death after an angiovac procedure. It was reported that the patient died after a case where large ra thrombus was removed via an angiovac device. During the procedure, most of the ra thrombus was successfully removed, therefore the angiovac device was removed. Approximately 15 minutes after the av had been removed, the patient coded. CPR and chest compressions were performed, however, the patient expired. There was no noted issues or product malfunction during the procedure and the av functioned as intended, removing most of the ra thrombus; it was reported that the patient was in a unstable state. The treating physician had reported to the territory manager that the death was not the result of the angiovac device.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed due to the nature of this patient serious adverse event; there were no reports of angiovac device malfunction during the procedure. No DHR review was not conducted since there was no reported lot number or upn. A ship history report (shr) was performed for this account for the past 12 months and it shows more than one angiovac upn purchased. A DHR review of the shr lots is not warranted. In addition, there was no report of angiovac device malfunction or performance issue during this procedure, only patient serious adverse event post procedure. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use is provided with this device and contains the following statements: warnings: - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. - as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: - death. - pulmonary embolism. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).